Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a reported driveline disconnected alarm while connections appeared secure. The alarms began at 8am. An emergency system controller exchange was performed and the patient was transported to the emergency room. The patient syncopized twice per their sister who witnessed the event, and estimated there were a few minutes during which the patient was unconscious. The customer stated it took approximately 10 minutes for the pump to restart as per the event log on the new system controller (B)(6). The pump now appeared to be functioning properly, and the patient was hemodynamically stable. The site confirmed the modular cable connection was secure. Data from the malfunctioning system controller (B)(6) was unable to be accessed as it was failing to connect to the power module. Log files were sent for review on the new controller (B)(6), and the event log captured the system controller connect to power alarms but the timestamp was incorrect as it showed (B)(6)2000 so the timeline of events was not clear. It appeared the new system controller (B)(6) was connected to the mpu but the driveline still showed disconnected for several seconds. Once the driveline was connected, the pump came up to fixed speed within a couple of seconds. Additional information provided that the issues resolved after the controller exchange, and the patient was discharged home after observation.

Manufacturer narrative:
E3 - occupation: corrected. Manufacturer¿s investigation conclusion: the reported event of the pump not starting immediately when the driveline was connected to the replacement controller during a controller exchange was confirmed via log file analysis. The submitted controller event log file contained relevant data from the timestamps of 09jul2000 and 27dec2024. Data from the timestamp of (B)(6) 2000 occurred prior to the clock being set; a clock not set alarm was active at this time as intended. The driveline was connected to the controller at 21:30:20 on (B)(6) 2000; however, the pump did not start due to the controller not being connected to an external power source. The driveline was then disconnected and reconnected multiples times with the controller not connected to external power. The system controller appropriately alarmed with no external power alarms when connected to an external power source and with driveline disconnected alarms when the driveline was disconnected. The controller was connected to the mobile power unit (mpu) at 21:33:54 on (B)(6) 2000; the pump did not start at this time as the driveline was not connected. The driveline was then connected at 21:34:54 on (B)(6) 2000 and the pump started and ramped up to the set speed as intended. The pump maintained a speed within the expected range throughout the remainder of the log file. The clock was set on (B)(6) 2024 at 9:34:00. The reported event was determined to be due to a user error in which the driveline was connected to the replacement controller before the replacement controller was connected to an external power source during a controller exchange. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook ( rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) ( rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, driveline disconnected, pump off, backup battery fault, and clock not set alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook ( rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) ( rev. B) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ the user is instructed to connect the backup controller to an external power source before connecting the driveline. These documents also inform that the backup battery will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source and instruct the user to ensure that system controller is connected to an external power source to ensure that the pump will restart during a system controller exchange. Heartmate 3 instruction for use (rev. B) section 2 entitled ¿system operations¿, states that the 11v backup battery has a lifespan of 36 months from its manufacture date and should be replaced if it expires or a backup battery fault alarm is active. This section states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. This section also provides instruction on how to replace the backup battery. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The IFU informs the user to check the expiration date of the backup battery and consider replacing the battery when less than 6 months remain before the mandatory replacement date depending on the patient¿s clinic schedule. Heartmate 3 instructions for use (rev. B) section 4, "heartmate touch communication system", explains how to set the system controller clock using the heartmate touch. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.